Event description:
A dialysis facility technician reported that the screen on an accura dialysis machine turned off during a pt treatment without an alarm. The event occurred after the instrument had operated for 22 hours during a 24 hour procedure. The screen could not be turned back on although the machine remained in treatment mode. The pt was then disconnected from the machine leaving the extracorporeal blood inside the tubing and filter.